Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2025, the wire curled back on itself and formed a knot when it hit the axilla. It was placed under fluoroscopy. The wire is left in the patient as it needed to be surgically removed. The course of treatment has continued. Additional information received 23-jun: the patient still has the detached guidewire with the knot in the patient's arm. The guidewire could not be removed as it continued to stretch and snapped within the vein. Following further imaging, the consultant interventional radiologist stated he was satisfied the guidewire knot was in a stable position at that time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a guidewire knot was inconclusive due to the state of the returned sample. The products returned for evaluation were ne nitinol guidewire, one 4.5fr microez microintroducer, and one pair of forceps. A gross visual inspection of the returned devices found that the returned guidewire was fully fractured which allowed the outer coil wire to become unraveled. The weld tip of the wire was missing and could not be accounted for during the evaluation. Microscopic inspection of the guidewire fracture site found that the fracture surface was granular and that the wire cross-section narrowed as it approached the fracture site. Both of these features where characteristic of tensile stress on the wire. Inspection of the other devices found that that the dilator tip was bent and the edges deformed. The sheath tip edge also had some buckling. Overall, the features observed suggested that heavy manipulation of the components had occurred. This coincides with the information provided in the event description, indicating that the damage observed was likely a result of the user attempting to remove the guidewire. Based on the observed features, it is likely that the user experienced difficulty while removing the guidewire; however, the features observed did not provide conclusive evidence of a knot on the guidewire or indication of what caused the resistance encountered during guidewire removal. Therefore, the reported event remains inconclusive at this time.